Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow; described as ¿drug is not discharging¿. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from november 18, 2021 - november 19, 2021. H10: the device was received for evaluation containing approximately 102ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic examination was done which revealed micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The reported condition was verified. The cause of the condition was due to improper filling technique during product use (filling step). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The product¿s instructions for use (IFU) details the proper filling technique to avoid this occurrence. Should additional relevant information become available, a supplemental report will be submitted.